Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. It is possible that the short circuit in the cable found during evaluation could have contributed to the customer experiencing the device not to function as intended but the reported failure of motor not functioning could not be confirmed. There were other defects found impairing the function of the device. The following repair activities were performed: motor leaky - motor replaced. Short circuit in the motor cable - motor cable replaced. Cut in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. "Micro": preventive replacement of o-rings performed. "Micro": upgrade performed. The cable insulation was damaged, the device was leaky and the values of the keypad were found to be out of range. These deficiencies are possibly from fluid ingress into the system. We cannot determine a possible root cause for the short circuit in the motor cable. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 06-24-2015 and passed all functional testing before being returned to the customer.  At this point in time, no corrective action is required, and no further action is warranted. The device was returned to customer after service and repair. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the micro torndao handpiece with hand controls needs service. The device does not turn as the motor is jammed, please carry out upgrade 1.25. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure has been completed with no surgical delay. A replacement device was used to complete the procedure.